Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the door failure. The field service engineer replaced door 2 latch and applied conductive grease to all microswitches to prevent future issues. The system functioned as intended after the field service engineer troubleshooted the device.